Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had poor cable contact at the base of the control handle, and that the 3 dimension (3d) image frequently switched to 2 dimension (2d) during service and maintenance. There were no reports of patient involvement.